Event description:
Report received of potential overdelivery of morphine by the pump. The pump was programmed to deliver 2ml per patient controlled analgesia dose with a 90-min lockout period. A pt, who knew the password and could program the pump, estimated he received a 10ml dose. Pump was programmed to deliver only in the patient controlled analgesia mode. No further details are available, except there was no adverse outcome for the pt. The pump was tested at technical svc ctr and found to be operating within specs, so the complaint could not be duplicated.